Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a non-tortuous, non-calcified lesion exhibiting 90% stenosis located in the mid rca. The device was inspected with no issues. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement to the lesion to the proximal segment of the stent. The procedure was completed using another medtronic stent. The patient is reported to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis summary: the still procedural image provided captures the guide wire through rca. The mid vessel appears non-tortuous and non-calcified, and the proximal vessel appears tortuous. The image did not capture the resolute onyx device or the reported stent deformation. Product analysis summary: stent was positioned between the marker bands but not meeting specifications due to deformation of the proximal wraps. Deformation was evident to the 25th and 26th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guide wire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.